Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed intermittent atrial under-sensing that was identified in the arrhythmia episodes. The lead remains in use and no patient complications have been reported as a result of this event.